Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient had a peri-prosthetic fracture, which was fixed on the (B)(6) 2017. An exeter long stem and a 32+4 mm head was implanted. On (B)(6) 2017 patient has 32+4 mm head revised to a 32+12 mm head due to dislocation. Surgeon notified that use of a +12 head is off-label for use with exeter. He said he was not wanting to revise either stem or cup to get more offset or use constrained liner as patient wasn't well enough for such a big operation. Operation completed on (B)(6) 2017 without delay.

Manufacturer narrative:
An event regarding dislocation involving a metal femoral head was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: a medical review was not performed because no medical information was provided. Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, patient history, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Patient had a peri-prosthetic fracture, which was fixed on the (B)(6) 2017. An exeter long stem & a 32+4mm head was implanted. On (B)(6) 2017 patient has 32+4mm head revised to a 32+12mm head due to dislocation. Surgeon notified that use of a +12 head is off-label for use with exeter. He said he was not wanting to revise either stem or cup to get more offset or use constrained liner as patient wasn't well enough for such a big operation. Operation completed on (B)(6) 2017 without delay.